Event description:
Customer called to report that after performing the twice weekly flow cell maintenance, the unicel dxc 600i generated falsely low sodium (na) results for two patients. Customer stated that patient results were not running low prior to maintenance. The customer technical specialist (cts) advised customer to rerun the patient samples. The rerun generated higher sodium results, which were reported outside the laboratory. The field service engineer inspected the instrument, but found no problems and verified instrument performance. Customer was only able to provide results for one of the two patients. The low sodium patient results were not reported outside the laboratory; therefore, no patients were harmed.

Manufacturer narrative:
Customer stated that the low sodium result issue occurred just after he performed maintenance on the instrument. The patient samples were repeated shortly after and higher results were generated and reported. Also, the field service engineer inspected the instrument and found no problems and verified instrument performance. However, the root cause of the low sodium result issue was not identified, therefore, this event is being reported. (B)(4).